Event description:
Pt underwent l5/s1 posterior instrumented fusion using the synthes pangea pedicle screw system following l5/s1 anterior lumbar interbody fusion with the synthes atb plate and peek interbody fusion spacer. The pt complained of new onset of low back and leg pain 7 weeks following the posterior spinal fusion. Work up showed disengagement of the right-sided l5/s1 synthes pangea fusion rod from the pedicle screws with the rod migrating rostrally impinging on the l4/5 facet joint. The pt underwent removal of the instrumentation on (B)(6) 2011 and revision fusion with the same system. Intraoperatively, the set screws inside the locking cap was loose. The pangea degenerative spine system is a top loading preassembled pedicle screw system for segmental stabilization of the posterior thoracolumbar spine in skeletally mature pts. Pangea polyaxial pedicle screws and precontoured rods allow easy adjustment of screw to rod, thus provide optimal rod placement to restore normal spinal curvature. The system was used in this pt as indicated and with proper technique including tightening of the locking cap set screws using the counter torque handle and torque wrench that come with the system. Based on my intraoperative observations, I concluded that the 1/4 turn locking cap with alignment cues did not fail. However, the set screw in the center of the locking cap failed to permanently engage the precontoured 6 mm diameter rod. The set screws inside the locking caps were loose on both the proximal and the distal pedicle screw. Dates of use: (B)(6) 2010 - (B)(6) 2011. Diagnosis or reason for use: #1: radiculopathy lumbar ICD 9 724.4, #2: low back pain ICD 9 724.2.